Manufacturer narrative:
All buttons functioning properly. No damage in keypad assembly noted. No button error alarm noted. However inspected j2 on lcd connector unlocked. The insulin pump was received with cracked reservoir tube lip, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 239 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.